Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery (sfa). A 5.0mm x 200mm, 150cm ranger (dcb) balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation to the nominal burst pressure (nbp). The device was removed using normal method and did not cause any injury, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.